Event description:
A customer alleged that a storz optical forcep was damaged during a standard cycle in sterrad® nx. The plastic ribbon casing came off the optical forceps. The device was packaged in a peel pack during sterilization.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 810:04, which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B) (4) - no code available: damaged device. The sterrad® nx¿ user¿s guide warns: know what you can process: before processing any item in the sterrad nx sterilizer; make sure you know how the sterrad sterilization process will affect the item. Read, understand, and follow the medical device manufacturers¿ instructions for their products. The foldout chart in this guide lists the certain types of items and materials that can be safely processed in the sterilizer. This guide is not intended to replace any medical device manufacturers¿ instructions. If you have questions, or if you are in doubt about the materials in your devices, contact the medical device manufacturer or your asp customer representative for more information. The sterrad® nx¿ sterility guide does not list the storz optical forceps as a compatible device with the sterrad® nx¿ the device manufacturer has been contacted regarding this issue.

Manufacturer narrative:
This report was submitted in error. It is a duplicate report of 2084725-2010-00100.